Event description:
It was reported that a homechoice (hc) device experienced a high drain 102 alarm. This alarm indicates that the home patient (hp) drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The hp stated they did a manual fill of 2l with antibiotics, but did not drain during initial drain. The technical service representative (tsr) explained to the hp that since the initial drain alarm was set to 0ml, the hc moved on to fill 1. The hp stated they would do manual fill and monitor it to ensure they drain. The tsr assisted the hp in clearing the alarm and removing the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.